Event description:
The sagittal saw attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device is missing a boot. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure for missing boot was confirmed through visual inspection by the qa technician. It was confirmed the boot was not present. Cleaning is a known cause to the failure. The device was placed in parts retention.

Event description:
The sagittal saw attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device is missing a boot. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.